Event description:
During a radiofrequency (rf) ablation procedure a cancellation occurred due to generator error messages. Following each probe placement, rf treatment was attempted at 80 degrees celsius for 90 seconds. Shortly after treatment was started high temperature and "check probe" errors were received; however the probes never exceeded 50 degrees celsius. Different cables and probe positions did not resolve the issue. The procedure was cancelled with no adverse consequences to the patient.

Manufacturer narrative:
One 4 lesion nt2000 pain management rf generator was received for analysis. Visual inspection revealed the input, output connectors and controls was free of physical damage. All of the mounting hardware was secured. Normal wear was observed on the exterior enclosure. Ac power was applied to the rf generator and the system successfully executed the power on self-test with no faults detected. Testing of all ports was conducted while monitoring the port temps and impedance. Audible tones emitted were consistent with the modes of operation selected and no issues were observed. The reported event was unable to be confirmed.